Event description:
Eight days post index procedure, the patient experienced occlusion of the left internal thoracic artery (presumed), which is, where the coronary artery bypass graft had previously been conducted. Percutaneous coronary intervention was done. Fifty days later, the patient got pneumonia and medication was administered. However, the patient developed ventricular tachycardia and ventricular fibrillation due to the acute heart failure supervening on the pneumonia. Forty-six days later, the patient had an implantable cardioverter defibrillator (ICD) implanted. One hundred and thirty seven days later, the patient spasmed and experienced decreased level of consciousness due to the chronic intradural hematoma. Two days later, an operation was performed to remove the hematoma. Seventy days later, an ECG abnormality was observed on the patient. He went into shock and was transported by ambulance. Intubation was performed. Coronary angiograph was conducted and there was total occlusion at the proximal right coronary artery. Therefore, percutaneous coronary intervention (pci) was conducted. The lesion was pre-dilated with a 2.5 x 15mm balloon at 8atm for 20 seconds and a 3.0 x 18mm driver bare metal stent was implanted at 9atms for 30 seconds. The residual percentage of stenosis was 0%. The flow was recovered, but blood pressure decrease was observed and the level of the consciousness was depressed. Eight days later, extubation was conducted and the heart failure was in control. Fifteen days later, the patient developed apnea and cardiac arrest so cardiopulmonary resuscitation was performed. The heartbeat was recovered, however, spasms were observed and so the possibility of the wide range of a cerebral disorder was suspected. Also, methicillin-resistant staphylococcus aureus (mrsa) and infectious disease of pseudomonad aeruginosa were combined. Treatment was conducted but there was no reaction observed. Because the brain-stem lesion was observed, ICD was stopped with family's consent. The patient repeated ventricular tachycardia and ventricular fibrillation. Thirty-three days later the patient deceased due to arrhythmia. Postmortem was not performed.

Manufacturer narrative:
This complaint is from the clinical study. The target lesion was a type b1, de novo, concentric and tubular distal left circumflex. The diameter of the vessel was 2.92mm and the lesion length was 2.87mm. Pre-procedure stenosis was 71%. In 2005, the patient went in for an elective case. Femoral approach was chosen for the procedure. The lesion was pre-dilated with a 3.0 x 15mm balloon at 8atms. A 3.0 x 18mm cypher stent was implanted at 16atms for 16-30 seconds at the target lesion. Timi flow pre and post procedure was 3. The residual percentage of stenosis was 9%. The physician commented that the ischemia was once improved and so this not related to cypher stent. The patient's medications included: heparin, aspirin, ticlopidine hydrochloride, warfarin potassium and nicorandil. This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.